Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and pelvic mass ('pelvic mass/ large pelvic mass') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and urinary incontinence. Concurrent conditions included swelling abdomen, gastrooesophageal reflux disease, gravida ii, parity 2, fatigue, night sweats, blurred vision, urinary incontinence, abdominal cramps, nausea, pain ankle and ovarian adenoma. Concomitant products included bupropion, estradiol from (B)(6) 2017 to (B)(6) 2018, famotidine since 2004, lorazepam, lorazepam (ativan) and losartan since 2004. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), menopause ("peri-menopause") and pelvic discomfort ("pelvic pressure"), 3 months 16 days after insertion of essure. On (B)(6) 2014, the patient experienced anxiety ("anxiety"). On (B)(6) 2014, the patient experienced panic attack ("panic attacks"). On an unknown date, the patient experienced pelvic mass (seriousness criterion medically significant), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), nausea ("nausea"), alopecia ("hair loss"), amnesia ("memory loss"), pain in extremity ("legs pain") and abdominal pain lower ("cramping") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy & bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, pain in extremity, abdominal pain lower and pelvic discomfort had resolved and the pelvic mass, abdominal pain, psychological trauma, hormone level abnormal, fatigue, gastrointestinal disorder, nausea, alopecia, amnesia, menopause, anxiety and panic attack outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, amnesia, anxiety, dysmenorrhoea, fatigue, gastrointestinal disorder, hormone level abnormal, menopause, nausea, pain in extremity, panic attack, pelvic discomfort, pelvic mass, pelvic pain and psychological trauma to be related to essure. The reporter commented: patient receive treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), memory loss and psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Pathology test - on (B)(6) 2017: right ovary with corpus luteum and benign serous lined cyst (0.5 cm). Ovary with mucinous cystadenoma (8 cm) and benign brenner tumor. Fallopian tube with no significant histopathologic abnormality. Ultrasound pelvis - on (B)(6) 2017: large pelvic mass in a postmenopausal patient. Concerning the injuries reported in this case , the following events were confirmed in patient's medical record- anxiety, pelvic mass, cramping and pelvic pressure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jan-2020: plaintiff fact sheet was received. Outcome of the event "dysmenorrhea (cramping)" was updated to resolved from unknown. Medical history, concomitant drug were added. Lab data were updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), psychological trauma ("psych injury"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), nausea ("nausea"), alopecia ("hair loss") and amnesia ("memory loss") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hyst. (Full), oophorectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, psychological trauma, hormone level abnormal, fatigue, gastrointestinal disorder, nausea, alopecia and amnesia outcome was unknown. The reporter considered abdominal pain, alopecia, amnesia, dysmenorrhoea, fatigue, gastrointestinal disorder, hormone level abnormal, nausea, pelvic pain and psychological trauma to be related to essure. The reporter commented: patient receive treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), memory loss, psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: plaintiff fact sheet received. Event injury was deleted and device category changed from device other event to incident. Events added from pfs- pelvic pain, abdominal pain, dysmenorrhea (cramping), psych injury, hormonal changes, fatigue, gi conditions, nausea, hair loss, memory loss. Lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and pelvic mass ('pelvic mass') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal delivery. Concurrent conditions included swelling abdomen, gastrooesophageal reflux disease, gravida ii, parity 2, fatigue, night sweats, blurred vision, urinary incontinence, abdominal cramps, nausea, pain ankle and ovarian adenoma. Concomitant products included bupropion, famotidine, lorazepam, lorazepam (ativan) and losartan. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic mass (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), psychological trauma ("psych injury"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), nausea ("nausea"), alopecia ("hair loss"), amnesia ("memory loss"), menopause ("peri-menopause"), anxiety ("anxiety"), panic attack ("panic attacks"), pain in extremity ("legs pain"), abdominal pain lower ("cramping") and pelvic discomfort ("pelvic pressure") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) hysterectomy with unilateral salpingo-oopherectomy and hysterectomy & bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pain in extremity, abdominal pain lower and pelvic discomfort had resolved and the pelvic mass, abdominal pain, dysmenorrhoea, psychological trauma, hormone level abnormal, fatigue, gastrointestinal disorder, nausea, alopecia, amnesia, menopause, anxiety and panic attack outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, amnesia, anxiety, dysmenorrhoea, fatigue, gastrointestinal disorder, hormone level abnormal, menopause, nausea, pain in extremity, panic attack, pelvic discomfort, pelvic mass, pelvic pain and psychological trauma to be related to essure. The reporter commented: patient receive treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), memory loss and psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: bilateral occlusion. Pathology test - on (B)(6) 2017: right ovary with corpus luteum and benign serous lined cyst (0.5 cm). Ovary with mucinous cystadenoma (8 cm) and benign brenner tumor. Fallopian tube with no significant histopathologic abnormality. Ultrasound pelvis - on (B)(6) 2017: large pelvic mass in a postmenopausal patient. Concerning the injuries reported in this case , the following events were confirmed in patient's medical record- anxiety, pelvic mass, cramping and pelvic pressure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received: new events added: peri-menopause, anxiety, panic attacks, legs pain, cramping, pelvic mass and pelvic pressure. Patient history, lab data and concomitant drugs were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.